Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and the lens was damaged. Functional testing involved accuracy testing and showed the device's expulsor was out of spec. The expulsor was trimmed. Based on evidence and investigation, the complaint allegation was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump failed a volume accuracy test. It was reported that the pump over infused. No adverse effects were reported.